Manufacturer narrative:
Product complaint #(B)(4). Component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - is there evidence that could suggest that the reported suture was part of a product mix in the package? - do you have any photos available for visual analysis? - please provide the lot number: - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions: the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, the sales rep reported that the customer received a box of pdpb990g and was expecting it to come unlopped based on the description but on the website picture shows its looped. Once they got it, it came in as looped despite the description saying otherwise. No patient involvement. Additional information was requested.